Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire got stuck. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation (afib), a farawave catheter was selected for use. After flower ablation in right superior pulmonary vein (rspv), physician extended catheter slider switch to neutral position to slide farawave back into sheath. Physician did not pull back far enough, and as a result, the catheter was extended forward towards the tissue. When the guide wire was pulled back, it caught tissue. Physician reports not feeling resistance when pulling guidewire back. When trying to push the guidewire out to right inferior pulmonary vein (ripv), physician reported that the guidewire would not advance. Farawave was removed from the patient at this time, and noticed a thin sliver of tissue trapped at the distal tip of the catheter between wire and catheter. The physician pulled this tissue off and the wire was still stuck in place. Finally, it was decided to replace the farawave catheter and the issue was resolved. Procedure was able to be completed successfully without any other complications. Catheter is expected to be returned for further analysis.

Manufacturer narrative:
The farawave catheter was evaluated by boston scientific. Upon receipt at our post market quality assurance laboratory, an attempt was made to advance and withdraw the guidewire inserted through the device, but the attempt was unsuccessful. Dissection revealed that a small part of the returned guidewire was still stuck in the distal end of the guidewire lumen. Some dried blood was observed on that piece of stuck guidewire. Laboratory analysis was able to confirm the reported clinical observation of guidewire stuck.

Event description:
It was reported that the guidewire got stuck. During a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation (afib), a farawave catheter was selected for use. After flower ablation in right superior pulmonary vein (rspv), physician extended catheter slider switch to neutral position to slide farawave back into sheath. Physician did not pull back far enough, and as a result, the catheter was extended forward towards the tissue. When the guide wire was pulled back, it caught tissue. Physician reports not feeling resistance when pulling guidewire back. When trying to push the guidewire out to right inferior pulmonary vein (ripv), physician reported that the guidewire would not advance. Farawave was removed from the patient at this time and noticed a thin sliver of tissue trapped at the distal tip of the catheter between wire and catheter. The physician pulled this tissue off and the wire was still stuck in place. Finally, it was decided to replace the farawave catheter and the issue was resolved. Procedure was able to be completed successfully without any other complications. Catheter was returned for further analysis.